Event description:
The device was being used to treat a pt and the rptr allegedly observed the displayed energy level "jump up" from 50 to 360 joules while the defibrillator was being charged. The device reportedly could not be discharged at energy levels between 50 and 360 joules. The pt received at least one defibrillation countershock at 360 joules. The pt was resuscitated. There were no adverse effects to the pt as a result of the reported event.